Event description:
It was reported that during an endoscopic thyroidectomy procedure, the pad of the device tip became detached. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 3/03/2009. Information anticipated, but unavailable at this time